Event description:
Patient was experiencing an increase in intensity of seizures. It was reported that the patient was experiencing at least one daily seizure that was strong and more intense compared to the past. No other relevant information has been received to date.